Event description:
It was reported that the pulse generator exhibited premature end of life (eol). The device was explanted and replaced. There were no concerns during the procedure.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis confirmed normal battery depletion.